Event description:
Product stopped cauterizing and suctioning.======================health professional's impression======================device failure extended anesthesia time.======================manufacturer response for arthrocare cauterizer, arthocare wand======================took information about product and will return once we receive letter that ascent will be taking the product.